Event description:
It was reported that the doctor suspected an issue with the lead during an attempted implant. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. The lead was received with the helix fully retracted. The helix had been over-retracted.